Manufacturer narrative:
The referenced pump exchange and peri-operative cerebrovascular accident were reported under medwatch MFR report # 2916596-2015-01373. (B)(4). Approximate age of device ¿ 11 months. The pump was not explanted and thus was not available for evaluation. A correlation between the device and the reported event could not be determined. Stroke, hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital with elevated lactate dehydrogenase (ldh) levels and hemolysis symptoms. Previous to this admission, it was reported the patient had been out of the hospital for several weeks, only requiring one episode of transfusion for intermittent spikes in ldh and anemia with concern for hemolysis. The patient had unspecified stroke-like symptoms while in the hospital. A decision was made to support the patient with inotropes and the pump was turned off. The patient had increased lethargy, and subsequently was found expired in the hospital room on (B)(6) 2016. It was noted that the patient had a previously reported pump exchange on (B)(6) 2015 secondary to pump thrombosis and hemolysis as evidenced by acute cardiogenic shock and acute renal failure. After the pump exchange, the patient reportedly had a peri-operative cerebrovascular accident (cva) with the need for a tracheostomy and percutaneous endoscopic gastrostomy, but subsequently recovered impressively.